Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2017, the recipient underwent re-suturing. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts by the facility to contact the recipient for device reactivation were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device extrusion. The recipient underwent re-suturing. Surgery for a flap rotation will be scheduled.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient was treated with IV oframax for 7 days. On (B)(6) 2017, the recipient underwent wound treatment. On (B)(6) 2017, the recipient underwent flap rotation surgery. The recipient's wound is completely healed.